Manufacturer narrative:
Retainer ring=black. Device passed sleep current measurement, active current measurement and self test. No blank display noted during test. Constant pump error 37 alarms noted during rewind and noted in insulin pump history download on 07/11/2021 02:21:18.000 due to corroded motor home switch. Device successfully downloaded to thus. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 37 alarms. Pump trace download analysis confirmed the pump alarmed replace battery now alarm on 07/11/2021 01:41:02.000. The power management graph confirmed replace battery now alarm and blank display due to moisture damage to electrical 1 board and electrical 2 board. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, pillowing keypad overlay and cracked case (battery tube). The p-cap/reservoir does lock properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Blood glucose level was 510 mg/dl. Insulin pump had blank display. Customer went swimming with the insulin pump. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap were not missing. Customer was advised to insert a new aa battery and display did not return after insulin pump restart. It was unknown if the auto mode was active at the time of incident or not. The insulin pump will be returned for analysis.